Event description:
Information was received that a smiths medical level 1 hotline low flow systems - hl-90 would not go into over temp. There was no patient involvement with this incident as it occurred during routine preventive maintenance.

Manufacturer narrative:
Device evaluation: one warmer was received for investigation in poor condition. To test the device, the warmer was filled with water, fitted with a temp check, and powered on with an attached line cord. Testing determined that the overtemp alarm functioned properly. Therefore, the reported complaint could not be confirmed. However, the investigation did find a cracked tank cover, which was noted to be the problem source of the found water leakage.